Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device problem.

Event description:
A revision surgery to fix th9-sai using expedium was performed to the patient with pjk/djk on (B)(6) 2016. During surgery, the surgeon removed the reported screw as it could not be inserted well. After that, excessive bleeding was noted. The surgeon stopped the bleeding; however, the vital signs of the patient dropped a few hours later thus large amount of blood transfusion was applied. After the surgery, the CT and vessel contrast showed that the removed screw went through the internal iliac and damaged inferior gluteal artery, and a lot of blood tumors were found at abdomen. A vascular surgeon applied coiling to the inferior gluteal artery and stopped the bleeding. The surgery was extended for 3 hours. The patient is now good; the vital signs came back to normal status. The surgeon inferred that it is not fault of the product. He understood that careful operation is essential with sai surgery.